Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t bns experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 301025 batch no. 8267991 . It was reported a contaminated syringe was found.

Manufacturer narrative:
Investigation: one photo was received and evaluated. A single 1ml s/t syringe inside a plastic bag was depicted in the photo. The barrel appeared to have a smudge next to 0.6ml and possibly next to 0.8ml. However, the photo was of low resolution and quality. The bag¿s reflection also interfered with evaluation. It was unclear where the reported defect was with the regards to the product. A physical sample and/or additional photos are required for evaluation and for investigation to continue. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. A physical sample and/or additional photos are required for evaluation and for investigation to continue.

Event description:
It was reported that the syringe 1ml s/t bns experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 301025 batch no. 8267991. It was reported a contaminated syringe was found.